Manufacturer narrative:
(B)(4).

Event description:
It was reported that, while the stimulation was turned off, the patient experienced pain at the implantable neurostimulator (ins) site and a "knot" where the lead was "attached to the spine." It was stated that the pain started 3-5 years ago, and was "getting worse" at the time of this report. It was stated that the device was not used for the previous ten years. No reason was provided for the lack of use of the device. It was noted that the device worked initially and then "stopped working" (no reason specified). No further details or patient outcome were provided. Add'l info was requested but not received at the time of this report. A f/u report will be filed if add'l info becomes available.